Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator discontinuing treatment without performing rinseback due to the patient's medical condition. Facility staff attributed the patient's symptoms to septic shock secondary to a uti the patient was being treated for. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported that the patient was being treated for a uti infection and had a fever at the start of a routine hemodialysis treatment. During the treatment, the patient's fever was 103f and bp was 50/25. Treatment was discontinued without rinseback of the patient's blood, resulting in an estimated blood loss of 190cc. The patient was transferred to the hospital.